Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5867-3m, adaptor, implanted: (B)(6) 2015; ddbb1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. Oversensing, noise, and high sensing integrity counter (sics) were exhibited. The rv lead remains in use. No patient complications have been reported as a result of this event.